Manufacturer narrative:
Additional information: the rca lesion was reported as calcified. The lesion was pre-dilated. The device was inspected prior to use with no issues noted. Resistance was encountered during advancement and more force than usual was applied. It was reported that the shaft fractured while the device was in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a rca lesion. It was reported that the shaft fractured. No patient injury reported. The procedure was completed with a non medtronic 2.5x24mm device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.